Event description:
It was reported the patient's intrathecal drug delivery pump system was removed due to infection. No symptoms or outcome were reported. Additional information has been requested from the hcp, but was not available on the date of this report.